Event description:
Reporter alleged blood glucose readings had been high, however, customer did not have any symptoms so he went to the dr as a result. Customer stated the dr's meter read 110 mg/dl compared to his meter reading of 182 mg/dl when testing was performed 5 mins apart. Customer indicated then performing back to back comparison results of 312 mg/dl versus 128 mg/dl when tests were performed 5 mins apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.